Event description:
The physician capped the rv distal coil and pace/sense portion of this lead. The physician elected to place a st jude durata single coil lead and use the svc coil of the kentrox lead to make a dual coil system. Per local rep., it is believed this lead was capped due to noise. Because our rep was not at this change-out and collection attempts from other sources have not been answered, we cannot confirm this.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.